Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with diaphragmatic stimulation from their left ventricular lead. An x-ray revealed the lead had dislodged. Patient was scheduled for a future lead revision. Patient status after the event was not reported.

Event description:
New information noted that lead also exhibited loss of capture and was explanted on 10 jun 2021. Patient was stable after the procedure